Manufacturer narrative:
(B)(4).

Event description:
It was found during review of the in-house programming history database that high impedance was present about a month after implant surgery on (B)(6) 2015 for this patient. Internal follow-up was performed and additional information was provided stating that on (B)(6) 2015, the patient was having his generator pocket adjusted, and also had his lead pin reinserted into the generator. After the lead pin was reinserted, the impedance value was lowered to within normal limits. Multiple system diagnostic tests were performed and the impedance value was within normal limits each time. A representative from the manufacturer was present when the lead pin was reinserted. Additionally, the representative stated that the patient's generator site was healing more slowly than expected, which is why the site was being worked on. The surgeon had worked on the scar at the initial incision site and found some debridement. No bump or infection was observed. After this surgery, no further intervention was needed and the patient healed as expected. The device history records for the implanted generator and lead were both reviewed and found that the implanted devices were sterilized per manufacturer specifications prior to release for distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Name and address, corrected data: the initial report inadvertently provided the wrong initial reporter. Occupation, corrected data: the initial report inadvertently provided the wrong initial reporter. Initial reporter also sent report to FDA, corrected data: the initial report inadvertently provided the wrong initial reporter.

Manufacturer narrative:
Date of event: the initial report inadvertently listed the wrong event date.